Event description:
It was reported during preparation for a stenting treatment procedure stent damage occurred. During preparation outside of the patient it was noted that the 3.50x28mm f/g promus element plus otw stent had "unraveled." The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is listed as ok.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation by manufacture: the promus element plus stent delivery system was received for analysis. Visual inspection revealed the balloon to be tightly folded. The first proximal 12 rows of the stent were not damaged. However, the 13th row and distally were observed to be stretched and damaged. There was no evidence of material or manufacturing deficiencies that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported during preparation for a stenting treatment procedure stent damage occurred. During preparation outside of the patient it was noted that the 3.50x28mm f/g promus element plus otw stent had "unraveled." The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is listed as ok.